Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected first time. Troubleshooting was performed and customer was explained the process should resolve the power error detected condition. The patient¿s blood glucose level was 456 mg/dl at the time of the incident. Patient's current blood glucose value: 235 mg/dl. No blood glucose received from meter/unable to connect troubleshooting was also performed. Blank display was also reported which did not return after troubleshooting. Reportedly, battery cap was damaged. Customer did not want to troubleshoot her high blood glucose value, she treated it with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.